Manufacturer narrative:
It was reported that customer was assisted by an olympus representative during troubleshooting with the suspected cv-190 unit and the customer stated that the device exhibited e315 scope error with a 190 videoscopes. The olympus rep advised the customer to disconnect anything connected to the cv and clv, and the customer had the pigtail connected. After disconnecting the pigtail, the device displayed an image. The troubleshooting for the reported issue was successfully resolved by the customer disconnecting and reconnecting the cv-190 unit and the scope. The device referenced in this report has not been returned to olympus for evaluation. A review of the instrument history showed that the device has not yet been returned to olympus for service since it was purchased on (B)(6) 2016. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the evis exera iii video system center exhibited e315 scope error with the unspecified 190 series scopes. There was no patient harm or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, though the phenomenon was resolved via troubleshooting, it is likely at the time, e315 was displayed because the pigtail received some kind of electromagnetic wave, resulting in temporary communication failure. E315 is an error that occurs when this product or an endoscope is malfunctioning. Olympus will continue to monitor field performance for this device.